Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance was gradually rising. Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance was gradually rising. Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance was gradually rising. Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance was gradually rising. Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates the lead was explanted. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance was gradually rising. Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis.